Event description:
It was reported that a router broke during a procedure. It was also reported that the procedure was completed successfully with no adverse consequences. No further information available at this time. Information regarding medical intervention and surgical delay has been requested from the customer.

Manufacturer narrative:
D4: full gtin unavailable as serial number not provided.

Manufacturer narrative:
B5: additional detail. D4: serial number and UDI updated as serial number provided.

Event description:
It was reported that while disassembling the system after use in a craniotomy, after the attachment had been disconnected but the cutting accessory was still installed, the handpiece was accidentally activated by the surgeon and the cutting accessory broke. The procedure was completed successfully with no adverse consequences. No further information was provided.